Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: is the broken blade tip being returned with the device? Or, was the broken blade tip discarded?

Event description:
It was reported that during an open varicocelectomy, an error occurred during use. Then, the blade was broken off outside the patient when the blade was cleaning. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.